Event description:
During an in-clinic follow-up, the pacing impedance measurements were intermittently out of range on the right ventricular (rv) lead. Provocative testing was performed and the lead impedance measured high and out of range. A revision procedure was performed and it was found that the lead was not inserted properly in the header of the device. The lead was secured in the proper position to resolve the event. The patient was stable.